Manufacturer narrative:
The reported field event of being unable to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the ventricular set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that during implant, the set screw could not be tightened. Another device was implanted. The patient was in stable condition.

Manufacturer narrative:
(B)(4).